Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. Device is under investigation. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
A reaction of the screw on the implant side was noticed. The surgeon removed the distal end of the screw at (B)(6) 2012. Patient was still complaining of pain after the removal so he has been operated another time at the (B)(6). During this operation the surgeon noticed that the screw had come out of the tunnel spontaneously. The screw has been removed totally.

Manufacturer narrative:
The complaint device was received and inspected. Visual observation reveals the distal end of the screw is broken, as reported that it was removed by the surgeon. Moreover, the proximal end of the screw is broken into several small fragments. Under magnification, the screw appears to be disintegrating on proximal end. Giant (foreign body) cell reactions to any bioabsorbable a material are not uncommon and is part of our IFU warnings. No other anomalies were observed with the device. Furthermore, no lot numbers were provided which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, the information provided does not suggest the reported failure is due to the implants and therefore no further actions are warranted. Should additional information be provided in future, this complaint will be re-evaluated. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A reaction of the screw on the implant side was noticed. The surgeon removed the distal end of the screw at (B)(6) 2012. Patient was still complaining of pain after the removal so he has been operated another time at the (B)(6) 2012. During this operation the surgeon noticed that the screw had come out of the tunnel spontaneously. The screw has been removed totally.

Event description:
A reaction of the screw on the implant side was noticed. The surgeon removed the distal end of the screw at (B)(6) 2012. Patient was still complaining of pain after the removal so he has been operated another time at the (B)(6). During this operation the surgeon noticed that the screw had come out of the tunnel spontaneously. The screw has been removed totally.